Event description:
Report received of a pt missing two doses of an antibiotic. The pump was programmed in the intermittent mode to deliver zosyn 3.7gm (50ml) every 6 hours at 12 and 6. The total volume in the bag was 252ml. The kvo rate was 2ml/hour. The pt came into the clinic for a check in 2001, and the nurse noted that the pt had not received 2 doses of the antibiotic. The pump display indicated that the next dose was due at 0200. The md was notified, but no orders were received. There were no medical interventions required. The pump was replaced, and the antibiotics were resumed every 6 hours at 12 and 6 as previously ordered. The pt had a PICC line, which was reported to remain patent.